Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the mobile programmer momentarily lost telemetry with a device. The loss of telemetry occurred after the leads were hooked up to the device. The user was testing the lead parameters and had tested the impedance, sensing, and atrial threshold with difficulty. Then the mobile programmer momentarily lost telemetry with the device that was implanted. The telemetry was re-established and the patient connector was moved closer to the patient. Afterwards, the mobile programmer was able to navigate through the screens on the interrogation but was unable to perform any tests or refresh the interrogation. The mobile programmer then displayed an error message. It was noted that the electrograms (egm) and marker channels were showing appropriately. The session with the device had to be terminated and the device had to be re-interrogated to perform the right ventricular threshold testing and the final programming. The mobile programmer remains in use. No patient complications have been reported as a result of this event.